Manufacturer narrative:
D4. Primary UDI number corrected.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Section d4 catalog number was corrected. Section d4 serial number was corrected. H6 medical device problem code a01 is no longer applicable to this report.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the false alarms could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 33-year-old male patient presenting with cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the patient experienced erroneous ¿impella in aorta¿ alarms. Position was stable on echocardiography, motor current was stable, and placement signal showed increasing artifact. Placement monitoring was disabled to prevent frequent alarms. The patient was denied additional advanced heart failure therapy. The patient made the decision to go do-not-resuscitate/do-not-intubate (dnr/dni). The next day, impella and cardiac drips were turned off. Care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as the patient presented in scai shock stage e.